Manufacturer narrative:
H4: the lot was manufactured between november 1, 2019 to november 4, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All parts from the returned unit were found to be in normal condition. A functional testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hose of a large volume intermate was broken. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.